Event description:
The cysto-nephro videoscope was returned to the service center with a leak, the pressure drops gradually when pressurizing with a water leakage tester. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the adhesive on the bending section was chipped and was found to be most likely due to degradation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.